Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. All the buttons functioned properly and no moisture damage was found on the keypad traces noted also, the keypad connector was fully locked. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of an unresponsive pump. The customer's blood glucose reading was unknown. The customer stated that the pump screen suddenly went completely blank. The customer stated that the buttons on the pump were unresponsive. The customer was unable to get the screen to go back on. The customer removed the battery and the pump returned back to normal. The customer was advised that it might be due to the small crack in the pump housing. The customer will be sent a replacement pump.